Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon initial evaluation of the customer's device, stryker observed that the device's therapy connector was broken, multiple device error codes were logged, and the power button was working intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to verify the reported issue of the therapy connector being broken. Additionally stryker observed the device's power button working intermittently, the device having logged multiple service error codes, the service led is illuminated, and there is physical damage to the device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon initial evaluation of the customer's device, stryker observed that the device's therapy connector was broken, multiple device error codes were logged, and the power button was working intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed.

Manufacturer narrative:
Stryker isolated the cause of the reported issue to the device's system pcb assembly. A replacement for this part is no longer available. Stryker returned the device to the customer unrepaired per their request.